Manufacturer narrative:
(H3,h6): no parts have been received by manufacturer for evaluation. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, serial/lot #: 4.2.1, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that 1st automatic registration - no issues. 2nd automatic registration, after physician determined needing to increase incision. System navigated anatomically correctly, but at the incorrect level (accurate anatomy of c2 but displays navigation at c3). Confirmed orientation and anatomy portion selected correctly on imaging system, no change in settings. This was occurred intra operatively. There was no reported delay and no reported impact to patient outcome. Troubleshooting performed, clinical consultant(cc) had surgeon navigate with passive planar probe-flickered in tracking, confirmed incorrect level navigation. Additional information received. It appeared that image may have been misread/misinterpreted on navigation system. Cc said the mobile viewing station (mvs) 3d looked accurate. Cc tested accuracy on the imaging system and navigation system and found no discrepancies with navigational accuracy - complaint not replicated. Requested clarification from cc regarding initial complaint of navigation accurate to anatomy, but not at the correct "level" and when he looked at both the navigation system and imaging system.